Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was sitting in a fat pocket causing migration. The patient underwent revision procedure wherein the ipg was relocated, and the patient was doing well postoperatively.